Event description:
On (B)(6) 2013, the distributer contacted animas and reported a power issue with the pump. There was reportedly moisture noted in the pump display. There was no reported blood glucose values and no additional information in regards to the details of power issues with the pump. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue.

Manufacturer narrative:
Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: no power issues were observed in black box history. During evaluation, the pump powered on and froze on the main screen. Investigation was unable to be completed due to the pump having issues powering on correctly. Unrelated to the complaint, a hole was noted on the bolus button. The bolus button was found to be leaking during a leak test. The pump was opened and moisture damage was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.